Event description:
The blood bank supervisor, during a discussion with FDA, mentioned several coincidental events: a terminally ill pt's death, hemasure filters, and some conjunctivitis type symptoms. This resulted in the ensuing investigation.